Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis and dehydration in an approximately (B)(6) female patient coincident with extraneal viaflex (lot number was not reported) and physioneal 40 unknown bag (lot number was not reported) therapies. On (B)(6) 2010, the patient began treatment with extraneal viaflex (2l, frequency and lot number was not reported) and physioneal 40 unknown bag (2.5l, frequency and lot number was not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient was diagnosed with sterile peritonitis, manifested by cloudy effluent and was hospitalized on (B)(6) 2011. On an unreported date, the patient was given remedial therapy with vancomycin, once per week for 3 weeks (dose and route were not reported); and gentamicin, daily for 2 weeks, ip (dose was not reported). On (B)(6) 2010, tazosin was then added as additional remedial therapy (dose, route and frequency were not reported). Since (B)(6) 2010, the peritoneal effluent was still cloudy, and if there were no improvements in the next few days, the catheter would be removed. The severity of the sterile peritonitis was reported as mild. It was reported the "extraneal had not been in use consistently since (B)(6) due to dehydration". The root cause, treatment and outcome for the event of dehydration were not reported. Although it was reported the physioneal was not stopped, the action taken with extraneal was not reported. The outcome for the event of sterile peritonitis was reported as ongoing and unchanged. Although the nurse reported the physioneal was not considered a suspect product for the event of sterile peritonitis, a causality statement for extraneal was reported as unknown. A causality statement for the event of dehydration was not reported.